Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that in relation to a combined pulse field ablation (pfa) and left atrium appendage closure procedure using a farawave pfa catheter for the ablations, the patient experienced cardiac tamponade. First, a transseptal puncture was performed using a non-boston scientific transeptal access system. Then, the ablation portion of the procedure was successfully completed using the farawave pfa catheter and no patient complications were noted at that time. A left atrium appendage closure was then performed using a non-boston scientific sheath and closure device. Approximately, an hour and a half following the ablations cardiac tamponade was identified and a pericardiocentesis was performed. The patient is expected to fully recover, and no further complications were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.